Event description:
Customer reported that her blood glucose readings were 60 mg/dl and she treated with two cups of soy milk and her blood glucose readings increased to 421 mg/dl. Customer stated that the insulin pump went into thresh suspend. Customer's blood glucose reading at the time of the call was 126 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.